Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's. Investigation and review of available medical records.

Event description:
A peritoneal dialysis (pd) nurse reported a pd patient had peritonitis. A pd nurse later clarified that the case of peritonitis was due to strep viridans (touch contamination). The patient was admitted to the hosp (B)(6) 2015 and placed on antibiotics. The pd patient had been on pd for 2 weeks prior to this she was on hemodialysis. The patient was discharged from the hosp (B)(6) 2015.